Manufacturer narrative:
Portions of this event were previously submitted via alternative summary report (asr) on 25apr2019, exemption number e2014015. This report is intended to be a follow-up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of the ability to perform sexually. Additional information received further reported the patient also experienced cystitis symptoms and erythema of the bladder. The patient underwent mesh excision, another manufacturer's sling placement, and cystoscopy under general anesthesia.